Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately two months post implant of the ICD system. A cause of death was determined after attempted follow up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) with the physician for additional information were unsuccessful. And there was no funeral home listed. However, if additional information is subsequently received it would be processed and considered accordingly. Product ID: 693565, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary # product ID# d314vrg. The device was returned and analyzed and no anomalies were found.